Event description:
Additional information received - the reporter stated the patient had weak zonules/capsule and after the 2nd attempt to insert another toric single piece lens, the surgeon implanted a three piece lens, which was sutured into the capsule bag. The reporter stated the event was due to patient issue and was not lens related.

Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens, but the lens would not remain seated in the patient's eye. A capsule tension ring was inserted, but the lens would not remain seated. The lens was removed with no patient injury. A vitrectomy was performed and another lens was sutured into the patient's eye. This is one of two lenses used for this patient - see MFR. Report #: 2023826-2012-00649. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4) - vitrectomy, surgical procedure, incision sutured. (B)(4). Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens torn into three pieces. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).